Manufacturer narrative:
Hologic's review of the logs did not reveal any instrument issues. However, this complaint relates to a contamination of an aptima sars-cov-2 kit. To resolve the issue, ts instructed the customer to clean sample and reagent prep areas as well as perform monthly maintenance and change lower bay fluids. The customer was also instructed to discard the affected kit and prepare a new kit before testing any untested samples. The customer confirmed that results from the affected worklist was reported out. The customer also confirmed that patients with positive samples were notified that their results might not be accurate and recommended recollection. The customer is unaware if patients received any treatment prior to being notified of potentially incorrect results. No product impact is known to date.

Event description:
On 12/21/2021, customer called hologic technical support (ts) to report an increased positivity rate in their aptima sars-cov-2 runs. The customer confirmed that results were reported out before they noticed the increase positives and invalid runs. Product application specialists (pas) and ts reviewed the logs from worklist 0104995-20211218-03 that contained positive results. Customer was using assay master lot 309139 on the panther plus instrument sn (B)(4).